Event description:
A call was received by a getinge emergency support consultant reporting that while in use in a patient the cs300 intra-aortic balloon pump (iabp) alarmed and displayed on the screen maintenance code# 3. Any attempt made to restart therapy was followed by an autofill failure. The support consultant guided the end user to swap out the iabp, as a second iabp was already in the room. Customer requested a rental unit at a later time. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and observed excessive condensation in the lines. The stm performed condensate removal procedure several times to remove condensation from lines and then test ran the unit for two hours with no repeat errors or codes. All calibrations and checks were completed according to chapter 4 per manufacturer recommendation to verify proper performance. The stm then connected a trainer and test balloon and allowed the unit to burn in for 12 hours overnight and no alarms or errors were logged. The iabp was then returned to the customer and cleared for clinical use.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
A call was received by a getinge emergency support consultant reporting that while in use in a patient the cs300 intra-aortic balloon pump (iabp) alarmed and displayed on the screen maintenance code# 3. Any attempt made to restart therapy was followed by an autofill failure. The support consultant guided the end user to swap out the iabp, as a second iabp was already in the room. Customer requested a rental unit at a later time. There was no harm or injury to patient and no adverse event was reported.